Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the handle was unable to be squeezed. The stapler did not fire. The devices were replaced to complete the case. There was no patient injury.